Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a ruptured reservoir was confirmed. Visual examination of the unit confirmed that the bladder ruptured in a non-footed position. As a result of the rupture, 65 ml of solution collected in the housing. The root cause was determined to be a manufacturing defect. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
Baxter received a report that one (1) infusor malfunctioned during patient use on (B)(6) 2011. The customer stated that the device was filled with 96ml 5-fu in saline. The device reportedly infused for 5 hours prior to the rupture, and per the customer the device reportedly infused at a much faster than normal rate. The facility was unable to tell how much fluid was left in the device due to the rupture. The actual sample is available. No additional information.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.